Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6)2022 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 21-dec-2023, UDI#: (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 165 mcg/day) via an implanted pump. It was reported that the patient had a csf (cerebrospinal fluid) leak that began in may. There was clear fluid seeping out of the spinal incision. In mid-may, the hcp opened the spinal incision site and inspected the catheter. He did not see any leaks in the catheter and the catheter was in its original location. He added sutures around the entry site of the catheter to stop csf from seeping out at the entry site. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.